Event description:
The customer reported that the system displayed a generator error and the image was bad and was lost. The system went down during a case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the symptom and found an image was bad due to a bad image professor. He ordered and replaced the image processor, then verified proper operation of the system. The system operates as intended.